Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during a follow up, double counting of t-wave and shock delivered was discovered in the episodes. This was clinically resolved by reprogramming the device. At a later follow up, t wave double counting was found on a stored vf episode. The double counting was not reproducable in clinic and no therapy was delivered.